Event description:
During laser lithotripsy, laser fiber broke into two pieces outside the patient. All fiber parts able to be removed by physician. Used new fiber to complete the case. No patient harm.